Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_wrench_acc. Product type accessory product ID neu_wrench_acc, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) determined that the setscrew was backed out beyond the po int of being able to engage with the connector block. There was good stable output on the electrode pairs the ins had when it was received and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_wrench_acc lot# serial# unknown implanted: explanted: product type accessory patient code c76143 and device code c62955 pertain to the wrench. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that they were in the operating room (or) and the setscrew would not back out, so the lead could not be removed from the implantable neurostimulator (ins) for revision. The rep indicated that the implantable ins was to be replaced. The rep then noted that the setscrew was backed out and the lead was able to be removed from the header. The rep indicated that the product would be sent back and noted that the torque wrench in the new ins was attempted and it didn¿t work. It would torque and click but did not remove the setscrew, so they used a revision kit to get another torque wrench to resolve the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the ins was replaced for battery depletion. It was indicated that the patient had also gained weight and the ins was moving in the pocket. The cause of the setscrew not backing out and the torque wrench not working was unknown. No further complications were reported or were expected.